Manufacturer narrative:
Event date: 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported than underinfusion was observed with a small volume folfusor device. The reporter stated that when the device was disconnected, solution remained. The device was filled with fluorouracil hs 5232mg in sodium chloride 0.9% bp for a total of 115ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufactured june 30, 2016 ¿ july 5, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.